Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/extreme abdominal pain"), back pain ("back pain//lower back pain/upper back pain"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), urticaria ("rashes or skin conditions type: hives"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea(cramping)") and pain ("body pain"). In (B)(6) 2015, the patient experienced abdominal discomfort ("gastrointestinal or digestive system condition type: upset stomach"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), liver disorder ("liver complications") and pruritus ("itching"). The patient was treated with surgery (underwent diagnostic laparoscopy, laparotomy and bilateral essure removal/oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, liver disorder, fatigue, pruritus and alopecia had resolved and the vaginal haemorrhage, menorrhagia, migraine, headache, urticaria, nausea, allergy to metals, dysmenorrhoea, abdominal discomfort and pain outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, liver disorder, menorrhagia, migraine, nausea, pain, pelvic pain, pruritus, urticaria and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2015: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 9-aug-2018: pfs received. Following events were added: abnormal bleeding (vaginal), menorrhagia, event rash has been replaced with hives, migraines, headaches, nausea, nickel allergy, dysmenorrhea(cramping) ,gastrointestinal or digestive system condition type: upset stomach and body pain. Event term updated: lower back pain and upper back pain. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), liver disorder ("liver complications"), fatigue ("fatigue"), rash ("rashes"), pruritus ("itching") and alopecia ("hair loss"). The patient was treated with surgery (underwent diagnostic laparoscopy, laparotomy and bilateral essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, liver disorder, fatigue, rash, pruritus and alopecia had resolved. The reporter considered abdominal pain, alopecia, back pain, fatigue, genital haemorrhage, liver disorder, pelvic pain, pruritus and rash to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.